Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After ensuring the use of tandem's charging pad, cable, and wall adapter, and leaving the pump plugged in for at least 30 minutes, charging resumed. The customer noted occasional issues with charging and mentioned the absence of a charging pad cover. Tandem technical support decided to send a charging pad cover, and the customer will monitor the situation and follow up if necessary.